Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s system was not functioning any longer. They did not have a programmer to check the system. They also did not know how long it had been since the patient used stimulation. No symptoms or further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The caller reported the patient lost their patient programmer and the ins didn't work anymore. The caller didn't have any further information regarding this and requested a manufacturer representative to interrogate the device prior to MRI. The caller was transferred to nas and considerations were reviewed. No medical symptoms were reported. No further complications were reported or anticipated.